Event description:
It was reported that during the surgery the air leakage from the connection of the tube and the cuff was found on this complaint product. There was a 0-15 minute delay. No adverse events were reported as a result of this malfunction. No further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test determined the leak was located where the pvc tubing connects to the right-angle connectors of the cuff. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.